Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis showed device have shortened longevity. The power consumption is near expectation for the settings. There is an offset between the expected battery voltage and actual battery voltage. This resulted in a significant drop, about 3 years, in longevity. This change in capacity becomes factored in at when voltage-based blending begins. Blending is ongoing and the longevity will drop about 2 years from current values when blending is complete. Furthermore, there is a chance that this device does not reach the minimum longevity requirements. To date, this device remains in service. No adverse patient effects were reported.